Manufacturer narrative:
A ge svc rep performed an on-site investigation. A pin on the poser motor relay board was repaired. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys was down and displaying an interlock failure error message. There is no report of pt injury associated with this event.